Event description:
After recently undergoing generator replacement surgery, device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Intraoperative device diagnostic testing at the time of the generator replacement surgery was within normal limits, indicating proper device function at that time. Revision surgery was performed, at which time the lead was replaced. The surgeon reportedly noted fluid inside the lead body. The pt did not experience any recent injury or trauma that may have damaged the vns therapy system and did not manipulate the device through the skin.